Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that paramedics were called due to low blood glucose readings. Customer reported that meter read that blood glucose was 26 mg/dl and treated with a handful of sugar and blood glucose elevated to 127 mg/dl within five minutes. Customer called paramedics. Customer was treated and not taken to the hospital. Customer was not sure if meter was giving an incorrect reading or enough carbs was not consumed. Customer was transferred for meter troubleshooting.